Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer reported that she obtained blood glucose readings of 21 mg/dl and 85 mg/dl at 3:01 p.m. And 3:04 p.m. Respectively on the contour next link meter. The customer was experiencing hypoglycemic symptoms such as tiredness. The customer ate biscuit to raise her blood sugar levels. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected product. The returned contour next link meter was tested with the returned contour next test strips from lot # 8hpeg14b, which gave satisfactory performance.